Event description:
It was reported to philips that there was a geometry issue with the azurion device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a geometry issue. After reviewed system logfile the fse confirmed that shipping bolt on the longitudinal motor was not loosened causing the motor to fail. The fse released the lock nuts. After released the lock nuts, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.